Event description:
It was reported that device entrapment occurred. The patient presented with angina pectoris. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified atrioventricular branch. Following pre-dilation, a 2.00 x 18mm non-boston scientific stent was implanted and the opticross hd advanced for ultrasound examination of the stent and the lesion. When they tried to remove the opticross catheter, it was found that the catheter was stuck in the stent. The front of the catheter hub was cut, the imaging core removed, and a 0.018 wire inserted. A guide extension catheter was then inserted and the catheter was able to be recovered. There was no device separation. Additional dilation of the stent was performed and the procedure was completed. There was no patient injury.

Manufacturer narrative:
Initial reporter facility name: (B)(4). Initial reporter city: (B)(6).

Event description:
It was reported that device entrapment occurred. The patient presented with angina pectoris. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified atrioventricular branch. Following pre-dilation, a 2.00 x 18mm non-boston scientific stent was implanted and the opticross hd advanced for ultrasound examination of the stent and the lesion. When they tried to remove the opticross catheter, it was found that the catheter was stuck in the stent. The front of the catheter hub was cut, the imaging core removed, and a 0.018 wire inserted. A guide extension catheter was then inserted and the catheter was able to be recovered. There was no device separation. Additional dilation of the stent was performed and the procedure was completed. There was no patient injury.

Manufacturer narrative:
E1 initial reporter facility name: national hospital organization kumamoto medical center e1 initial reporter city: kumamoto city, kumamoto prefecture the device was returned for analysis. Visual inspection revealed that just the sheath and imaging core were returned. The telescope and hub were cut and not returned. A kink was observed in the sheath assembly. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. The guidewire exit port was found damaged (deformed/lifted).